Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips broke off of two devices during an anterior lumber interbody fusion procedure. The surgeon burred enough of the tips off to complete the surgery. No fragments were left in patient. There was a 20 - 30 minute delay during surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: event date was provided by reporter on (B)(4) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned instruments were examined (synfix trial ¿ 03.802.016 and trial spacer handle ¿ 389.151) and the complaint condition was able to be confirmed as the distal threaded tip of the trial spacer handle was found to be broken. The trial spacer¿s threaded hole shows signs of the tip being removed. A definitive root cause was unable to be determined; however, the failures are consistent with rough handling/cross threading. The trial spacer handle is utilized within the synfix system for implant sizing. A trial spacer handle is threaded into a synfix trial and inserted into the disc space with controlled and light hammering. The returned instruments were examined and the complaint condition was able to be confirmed as the distal threaded tip of the trial spacer handle was found to be broken. The trial spacer¿s threaded hole shows signs of the tip being removed. The relevant drawings for the returned device were reviewed. The instrument was manufactured to a previous revision, prior to the implementation of design improvements. The spindle material has since been changed from 440a stainless steel to custom 465 for added strength. In addition, a drawing for the trials was reviewed. The drawing calls out the appropriate thread and thread depth to fully seat the spindle assembly. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: part no.389.151, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 05october2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the tips broke off. The repair technician reported the spindle assembly had a broken tip. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.